Event description:
Customer reported being hospitalized due to high blood glucose readings of 860 mg/dl and diabetes ketoacidosis. Customer stated that they were kept in the intensive care unit for three days in the past. Customer also reported receiving a motor error alarm on the insulin pump during normal basal delivery. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer also mentioned receiving a battery out limit alarm and stated that the batteries were left out of the insulin pump for a greater duration than allowed. Customer's blood glucose reading at the time of the call was 462 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.